Event description:
The customer reported the system would not boot up, the screen stayed black, and both screens displayed a checkerboard pattern in the lower section. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed onsite investigation. Diagnostic testing identified the mother board to have issues. The system was powered up multiple times and found to be working as intended and put back into service.